Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. No parts were found defective and replaced. The ventilator was evaluated on-site by our field service engineer (fse). The reported issue with failing pressure transducer sub-test, safety valve sub-test, o2 cell/sensor sub-test, and flow transducer sub-test during the pre-use checks tests could not be confirmed from the received device logs, since it was not possible to download the device logs for the current event during the on-site visit. The ventilator displayed a ¿the breathing sub-system is incompatible¿ error message at start-up. During service at a later date, software was re-installed after the printed circuit (pc) boards were reseated in the ventilator. The ventilator was returned to service after several passed pre-use checks tests were completed. Our final conclusion is that the cause for the reported problem could not be established from this investigation due to lack of goods and device log files.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test, safety valve test and flow transducer test during pre-use check. There was no patient involvement. (B)(4).